Manufacturer narrative:
A field service engineer replaced catalytic converter and the oil mist filter to resolve the haze/mist issue. Unit meets specifications and was returned to service. The device history record (DHR) was reviewed and no issues relating to the failure mode were noted. The involved unit met manufacturer specifications at the time of release. Asp complaint ref #: (B)(4).

Event description:
While on site for the installation of the sterrad® nx sterilizer, the asp field service engineer observed a ¿haze¿ or mist emitting from the unit. There was no report of any injuries or human reactions. This event is being reported as a malfunction report subsequent to a serious injury.

Manufacturer narrative:
The sterrad® nx unit was returned to the product analysis lab for further evaluation. The unit successfully completed 10 standard cycles with no evidence of oil mist emitted from the machine. Asp complaint ref #: (B)(4).

Manufacturer narrative:
H3: asp investigation summary: the investigation included a review of the device history record (DHR), trending analysis of the haze/mist issue, system risk analysis (sra), and functional analysis. Trending analysis of the haze/mist issue for the sterrad® nx unit was reviewed for the prior six months from open date and no significant trend was observed. Review of risk documentation shows the risk for exposure to toxic or corrosive material to be "low." The oil mist filter and catalytic converter were visually inspected via media sent in by the field service engineer. It was observed via the media file the cartridge filter subcomponent removed from the oil mist filter assembly was canted at one end. A second media file displayed smoke/haze issuing from the vacuum subsystem assembly. Functional testing was not performed as the components were not available for further evaluation. The assignable cause of the haze/mist is likely due to the catalytic converter and oil mist filter. The asp field service engineer replaced the parts and confirmed the sterrad® nx was restored to proper function after service. The issue was resolved at the customer facility. Asp will continue to track and trend this issue. Asp complaint ref #: (B)(4).